Event description:
Pt felt a "pop" in her right knee and had immediate pain which required revision surgery to remove and replace. Intraoperatively, the patellar component was noted to be significantly worn.